Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the occurrences of system faults sf101 and sf218. The system faults could not be reproduced during in-house testing. The device evaluation determined that the system faults were due to a calibration failure. The device software was updated to address this issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101 and sf218). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device data logs were returned to the resmed design house for an extensive engineering investigation. Review of the device logs found that the device outlet flow sensor offset value had drifted from its original values triggering the system fault sf101 (indicating an incorrect outlet pressure measurement) error message. System fault 218 error message is a watchdog alarm which was triggered as a by-product of the sf101 error message. Based on all available evidence and complaint investigations of a similar nature, the system fault error messages were most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101 and sf218). There was no patient injury reported as a result of this incident.